Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: flushing was not performed for air/water channel at precleaning. Brushing was not performed for biopsy channel or suction channel at manual cleaning. Brushing was not performed for forceps elevator or distal end at manual cleaning. Brushing was not performed for suction cylinder at manual cleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: distal end lens glue (1x) --- discoloration. Charged coupled device cover lens glue --- discoloration. Bending section rubber glue --- worn out. Key top 1 --- incised, cuts. Right left / up down knob --- angulation --- less or specified value. Cleaning disinfection and sterilization machine wassenburg. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and greater than 80 colony forming units (cfu) of klebsiella pneumoniae were detected in all channels. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. After the device was returned to olympus, it was sent out for additional testing. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the channels and flushing the channels. Aniosyme x3 detergent is used for pre-cleaning. The automated endoscope reprocessor (aer) used is a non-olympus reprocessor. The aer detergent is endohigh, the aer disinfectant is endohigh paa, their storage practice is plasma typhoon, and olympus is the maintenance company. The aer was microbiologically tested and had less than 1 cfu of unspecified micro-organisms. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.